Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirmed that both the inner and outer cavities are cracked vertically on one side at the structural ridges. The carton also exhibits crushing at the corners, several crease lines on all panels, and the shrink-wrapped is torn. Device history record was reviewed and no discrepancies relevant to the reported event were found. This event is related to a packaging issue and the product was not used during surgery; therefore, review of the surgical notes is not applicable. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was cracked inner packaging when removed from the box. Outer box corners and plastic wrap also looked worn; discovered at the circulating desk.